Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges they have a consumer that just got this pwc. The chair allegedly sparked and clicked and then caught on fire.

Manufacturer narrative:
Event origin is unknown. Updated manufacturer's telephone number.

Event description:
Provider alleges they have a consumer that just got this pwc. The chair allegedly sparked and clicked and then caught on fire.